Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. Suspected cause was due to underestimating the carbohydrates consumed after dinner. Customer consumed glucose tablets and apple juice to address bg.

Manufacturer narrative:
B2 type of reportable event